Event description:
Baxter received a report from a baxter technician stating the brakes not holding when engaged. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the casters needed to be adjusted due to wear and tear. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Set the brake to neutral, and make sure the verbal and audible brake alerts operate correctly. Set the brake, and make sure the alerts stop sounding. Replace parts or adjust the system if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on march 19, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the casters to resolve the reported event. Based on this information, no further action is required.